Event description:
Customer reported receiving several lost sensor alerts. The customer's blood glucose was 47 mg/dl. The customer stated, she had treated her low blood glucose with glucose tablets. Troubleshooting for the lost sensor alert found communication was not established with the sensor and insulin pump. The customer also reported a bent sensor cannula with blood on it. The customer was advised to call back if the issue recurs. No additional information provided.

Manufacturer narrative:
Evaluated one opened/used sensor and performed visual inspection, found cannula bent. Unable to confirm sensor anomaly, due to sensor being opened/used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.